Event description:
On (B)(6) 2025, the user received a high glucose alert for blood glucose (bg) above 390 mg/dl for more than 90 minutes. The user, who uses a steel infusion set, reported bleeding at the site during the previous insertion, likely affecting insulin absorption. The agent guided the user through a full supply change of both the contact detach and cartridge, after which insulin delivery resumed. Blood glucose (bg) was corrected by completing the supply change and allowing the ilet to deliver corrective insulin. The user reported feeling fine. No outside assistance or medical intervention was required or reported at the time of call.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.